Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported observation of communication issues was not confirmed or duplicated during electrical analysis. The root cause of the field observation was not ascertained. A review of the ipg logs did not identify any anomalies that would confirm the observation. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
E1 update: the reporter¿s information was updated.

Event description:
Surgical intervention was undertaken on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.